Event description:
It was reported that the patient experienced return incontinence and underwent an artificial urinary sphincter (aus) replacement surgery. It was determined that the aus was no longer functioning. Upon cystoscopy, it was noted that the aus cuff was not inflating or deflating. Upon removal, fluid was leaking and a pinhole was noted on the balloon. The entire system was removed and replaced with a new aus device. There were no patient complications and the patient is expected to fully recover.